Event description:
Reporter indicated that "nothing comes up with diagnostic history" for any pts when using his handheld computer to search for diagnostic records in a certain time period. The physician reported that he was able to find parameter history for three pts for that same time period. Attempts for add'l info are being completed.